Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; lisinopril, citalopram, prednisone, simvastatin, metoprolol, aspirin, vitamin d and coumadin. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified evidence of aneurysm enlargement (amount unknown) of the left common iliac artery. According to the report, the physician attributes the increase in aneurysm sac diameter, to insufficient length (~2-3 cm) of the contralateral leg component initially implanted on the left side, resulting in insufficient distal coverage, disease progression and increased dilation of the left common iliac artery. On (B)(6) 2018, an intervention was performed to treat the enlarging aneurysm. An additional contralateral leg component, was implanted for distal extension. According to the report, during the intervention the left internal iliac artery was embolized and intentionally covered. Final angiography showed resolution of the aneurysm, and the patient was reported to have tolerated the procedure. Images reportedly are not available to gore for evaluation.